Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed that the power switch was broken. The video connector was worn out, which caused the poor connection with the video cable (pigtail). The device has an older version of software. The device was serviced and returned to the user facility. The legal manufacturer¿s investigation is ongoing, and the cause of the reported event cannot be conclusively determined at this time. If new and relevant information is received, this report will be supplemented accordingly.

Event description:
The user facility reported that during preparation for use, they found that the power switch on the device was broken, as it would not turn on. There was no patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the broken/faulty power switch could not be identified. Olympus will continue to monitor field performance for this device